Event description:
A customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to use a working outlet to charge the pump for at least 30 minutes. Upon follow-up, the pump started charging using the original tandem charging cable and wall adapter, and no further assistance was needed.